Manufacturer narrative:
Section h10: the cori ri console, rob10024, (B)(6), intended for use during surgery, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario could be confirmed, the blue man error was present. The foot pedal light was illuminated as expected. The foot pedal was connected to a known working console and the console lights turned on. A test case was performed and completed using the foot pedal. When connecting the concomitant console both the foot pedal light and handpiece lights turned on and remained on during the booting. When reaching the "running system integrity test" the console turned off and the blue man error appeared. The cori console was opened for further investigation. The cables were inspected, all were connected, and none were loose. It was attempted to reinstall the software, the console turned off during the installation with the blue man appearing. The tcu board was replaced, and the software was reinstalled, which caused everything to work appropriately. A test case was performed and could be completed, using the complaint foot pedal. The most likely cause for the reported scenario is a defective tcu board. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
D1, d4: catalog number and UDI.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, during set-up for a cori assisted ukr, the real intelligence foot pedal light did not illuminate once connected. No troubleshooting interactions helped. Turned system off properly and back on but resulted in a terminal error (blue man/book). The surgery was completed, after a non-significant delay, changing to manual procedure. No injuries were reported.